Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. It was mentioned that when the sheath was inserted into the body, air was noted in the sheath. Air was removed when aspirated a buzzing sound was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further informed that a bubbling noise was noted. A sl guidewire was inside the sheath prior to, and/or at the time, the air was observed. The excessive bubbles were noted during aspiration in syringe. No other issue has been reported.